Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect of vascular injury (tissue damage) is listed in the electronic perclose prostyle instructions for use (eifu) as a potential adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified left common femoral artery using a prostyle device after a diagnostic right left angiogram procedure using a 5f sheath. Reportedly, the marker lumen was flushed successfully prior to use. When the prostyle device was first advanced into the vessel, pulsatile blood flow was not evident from the marker lumen. The device was pulled back and re-advanced and pulsatile blood flow was then evident to be coming from the marker lumen. The device was deployed. When advancing the suture with the knot pusher and pulling the blue rail suture, the suture came out of the vessel and there was some tissue on it. Manual compression was applied to achieve hemostasis and to treat the tissue damage. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.